Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that the patient had not been feeling like themselves. They called their healthcare provider about this and they were now on antibiotics. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.